Manufacturer narrative:
The distributor reported that he could not power on the AED after using several battery packs as well as not downloading the data. After performing an update the customer was able to download the data and the data showed no service code errors. The history showed that the AED is working ok and that the customer should continue to monitor. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported that he could not power on the AED at all. He stated he tried several battery packs, but the AED did not respond. He could not download any data but after the update the battery packed worked and the AED was ok. The reported event did not occur during patient use.